Event description:
We used ultrasound to cannulate radial artery under ultrasound guidance. Wire advanced with no resistance. Catheter had resistance over wire so whole cath set removed from artery. An ultrasound post-removal check, noted retained metal object and confirmed with fluoroscopy. Second attempt from same lot number attempted and the wire also got stuck and could not be removed. A third catheter with same lot number tested fine. Retained wire fragment removed during surgical procedure already scheduled for other purposes.